Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure on (B)(6) 2013. It was reported that the generator made a "weird" noise when the power was switched on and the knobs became unresponsive. The user restarted the generator but it continued to make more "strange beeping" noises and the knobs were still unresponsive. There were no reported error codes. The issue occurred in monopolar mode when a snare was being used. This issue occurred every time the unit was powered on; therefore, the procedure was completed using another endostat iii. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "fine".

Manufacturer narrative:
Investigation result: visual evaluation of the returned device found the unit in good condition. All the knobs and switches function properly. An electrical test was done, and no problems were found. The complaint that the generator made a weird noise when the power was switched on and the knobs became unresponsive could not be confirmed; the unit passed the endostat iii return evaluation procedure and is within specifications. All connections inside and outside the unit were checked and the wires were manipulated while power was activated and no problem could be found. The unit passed all final testing DHR review was performed and no deviations were found during original manufacturing.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure on (B)(6) 2013. It was reported that the generator made a "weird" noise when the power was switched on and the knobs became unresponsive. The user restarted the generator but it continued to make more "strange beeping" noises and the knobs were still unresponsive. There were no reported error codes. The issue occurred in monopolar mode when a snare was being used. This issue occurred everytime the unit was powered on; therefore, the procedure was completed using another endostat iii. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.